Event description:
It was reported that the same multiple malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.